Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 500 mg/dl. The mother stated that the device alarmed; no delivery. Troubleshooting was not performed because there was no reservoir inside the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.